Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the pacemaker was oversensing far r-waves, causing inappropriate episodes of automatic mode switch, and was also experiencing retrograde conduction. Programming changes were discussed but did not yet occur. There were no patient symptoms or consequences reported due to the event.